Manufacturer narrative:
The date of event is unknown. It is reported that this has occurred five times in one year. The date received by the manufacturer is used. (B)(4).

Event description:
It was reported that the pink needle shield on the suspect device broke off during activation. There were a reported 5 occurrences in one year and the staff is using the desk or a hard surface to activate the device. Others are activating the device with their thumb. There were no injuries reported.

Manufacturer narrative:
Forty eight unused samples were returned for evaluation. A simulated use test was conducted on all samples. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6315826. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.